Manufacturer narrative:
Investigation results were made available. Event description: it was reported that the patient had initial surgery on (B)(6) 2018 because patient accidentally fell in the night before. On (B)(6) 2019 patient had a doctor's appointment, where patient notified doctor about pain. Finally, x-rays analysis indicated a fracture of the implant. The patient was revised on (B)(6) 2019. Review of received data: there were 4 x-ray pcitures received. All x-rays are dated with (B)(6) 2019. On one x-ray it can be seen that the proximal part of the znn nail (part above the lag screw) seems to be tipped medially which could indicate a fracture. The received surgical reports were reviewed. The surgical report of implantation dated (B)(6) 2018 describes that a znn nailing system was implanted after the patient accidentally fell in the night before. In the report it is mentioned that the set screw was fully tightened down into the groove in the lag screw. The surgical technique mentions (to achieve sliding, tighten the set screw and then rotate the flexible captured set screw driver counterclockwise one quarter turn. Do not unscrew the set screw more than one quarter turn. Make sure that the set screw is still engaged in the groove by checking that it is still not possible to turn the lag screw with the lag screw inserter). The surgical report of explantation dated (B)(6) 2019 describes a delayed union of the znn nail and that an additional surgery was planned. Unfortunately, the patient did not attend to the consultation dated (B)(6) 2019. After a while the znn nail was broken without any trauma and a revision surgery was performed on (B)(6) 2019. The removal of the znn nail was done without any complications. A new nailing system was implanted. Devices analysis: visual examination: the broken znn nail was returned for investigation. The nail was broken into two parts. The fracture of the nail is located through the lag screw hole. On the fracture surfaces, beach lines are visible which point to a fatigue fracture. The fracture surfaces shows also small polished areas and some scratches, most probably due to contact between the parts after the fracture. Several scratches are visible on the surface of the nail. Review of product documentation: all involved devices are intended for treatment. The compatibility check was performed and showed that the product combination was approved by zimmer biomet. DHR review: the quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. Raw material certificate reviewed on 29-jun-2020 are according to specification. Conclusion summary : it was reported that the patient had initial surgery on (B)(6) 2018 because patient accidentally fell in the night before. On (B)(6) 2019 patient had a doctor's appointment, where patient notified doctor about pain. Finally, x-rays analysis indicated a fracture of the implant. The patient was revised on (B)(6) 2019. The quality records show that all specified characteristics (material, dimensions, surface, etc.) For the znn nail have met the specifications valid at the time of production. Therefore, the investigation results did not identify a non-conformance or a complaint out of box (coob). The visual examination of the nail indicates a fatigue fracture. Macroscopically, no defects can be observed that could trigger or contribute to the fracture. Fatigue fractures can occur due to a cyclic overloading. Possible contributing factors to the overload could be a not properly healed bone fracture and / or not adherence to the postoperative protocol (patient behavior). In the surgical report of explantation it was mentioned that there was a delayed bone union. It is highly possible that the delayed bone union lead to the fracture of the znn nail. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
Investigation results are now available.

Manufacturer narrative:
Concomitant medical product : znn cmn lag screw, 10.5 mm, 85 mm, including set screw; catalog no#: 47-2485-085-10; lot#:2955775. Therapy date: (B)(6) 2019. The manufacturer received x-rays, or other source documents for review. The manufacturer received the device for investigation. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
Patient was implanted on the left side and underwent revision surgery due to pain and implant fracture.